Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 3550-39, product type: accessory. Under analysis it was found that the ins ((B)(4)) had been overdischarged and had a reduced battery capacity due to the over discharge. The leads ((B)(4)) were found to have the distal end electrode pulled out/off. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for head/neck (non-malignant) and spinal pain. It was reported that there was a premature battery depletion. The device would not hold a charge and became overdischarged. The patient reported that this happened several times. The first overdischarge occurred when they had a surgery that did not allow them to use the device and the patient forgot about charging it for several months. The patient stated that after that, it never worked quite the same. It was reported that the system was explanted on (B)(6) 2016. The lead was only partially explanted as it was fractured in the cervical space at the third contact. The rest of the lead remained in the epidural space. X-rays were performed confirming this. It was reported that the system was replaced with another manufacturer's system.

Manufacturer narrative:
Upon review of the information the conclusion code no longer applies to the file. The code applies to the ins ((B)(4)) and the code applies to both leads ((B)(4)).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.